Event description:
Customer received a control result of 39mg/dl. The approximate normal control range is 105-145mg/dl. No adverse events were alleged. Customer ended the call before providing any further information.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.